Event description:
It was reported that the patient came into the clinic due to having shortness of breath and dizziness. It was discovered that there was intermittent loss of capture and oversensing on the ventricular lead. Unipolar impedance was higher than bipolar impedance, with oversensing in unipolar. A fractured lead was suspected. The patient's lead was reprogrammed temporarily and then was removed and replaced during the routine device change out. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.